Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was in the 300 mg/dl and 400 mg/dl. The customer was in the hospital for triple bypass glucose. The customer stated that they had the issue with bent cannula off and on for about 4 years and they believe it was scar tissue. The customer stated that the tubing kinks and they were not getting insulin. The insulin pump will not be returned for analysis.